Event description:
It is reported that the pt was experiencing pain. The surgeon planned on doing a poly swap; however, he ended up changing the femoral component instead due to no bony ingrowth on the device. Implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a complete catalog #, therefore, a baseline report cannot be filed. Evaluation summary: cause of loosening could not be determined due to insufficient info. No prod or x-rays were returned for eval. No lot # was provided; therefore, mfg records could not be reviewed.